Manufacturer narrative:
The universal surgical manipulator (usm) instrument has been returned and evaluated by the failure analysis team. Failure analysis confirmed customer reported issue, but it could not be replicated. However, when the arm was tested on an in-house system in normal mode, it had to be disabled due to insertion axis being stuck. During 960 test, arm would not move due to insertion axis being stuck as well.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the usm to resolve the issue as a black pin on the usm arm carriage was sticking out. The system was tested and verified as ready for use. Isi has received the replaced usm arm; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, universal surgical manipulator (usm) arm 4 was not working. Prior to calling in, the staff undocked the ums arm to continue with three usm arms. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified multiple engagement issues on the usm 4. The customer reported that they re-draped the arm, but the leds on the carriage were blinking yellow. Tse had the customer reseat the sterile adapter again, but the led status remained. Tse inquired if it was possible to remove the drape to inspect the pogo pins, but the customer was not able to undrape the arm at this time. The customer was continuing with the procedure without the use of usm4. Prior to calling in, the customer had performed a hard power cycle and emergency power off (epo) of the system, but the yellow flashing leds came back. Tse had the customer inspect the pogo pins on the carriage and exercise pins with a pen, but all pins appear to be popped out and not stuck or sticky. The isi tse is unable to troubleshoot the issue further. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.